Event description:
It was reported that the patient was seen in the clinic for a refill in 2008 and had reported that on five days before, he felt like he had was getting too much medication. The specific symptoms were: sweating profusely, dizziness, nausea and jitters. The patient also reported that on two days prior to original date, he felt like he was not getting enough medication as he was experiencing increased pain, anxiety and that "he was out of it." On that day, the patient was directed to the emergency room where unknown "tests" were performed and he was sent home. The pump contained morphine (5.646 md/day), fentanyl, clonidine and bupivicaine - dose and concentrations are unknown. At this original date refill appointment, the erv was 3.1 ccs and arv was 0.1cc. Pump reservoir volume discrepancies had been noticed at patients last two refills: they expected 11.7 cc and got back 8 cc, at the other refill they expected 5 cc and got back .1 cc. The pump was explained and replaced. Final patient outcome was not reported.